Event description:
It was reported that the stent was damaged. The lesion being treated was located in the mildly calcified left anterior descending artery (lad). A 2.25x20mm synergy stent was implanted in the diagonal. Then a 3.00x28mm synergy stent delivery system was advanced to the target lesion, however it was unable to cross. The device was successfully removed and the procedure was completed by implanting a 3.0x30mm non-bsc stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Describe event or problem: correction. Device evaluated by MFR: a visual examination of the crimped stent found the distal portion of the crimped stent was distorted, deformed and stretched distally out over the device tip. From the analysis the proximal outside diameter (od) of the stent measured 0.040". The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is: 0.046". Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the type of damage observed to the crimped stent, the damage may have occurred as a result of resistance being encountered on withdrawal of the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
Segments 6 and 7 of the 3.00x28mm synergy stent were noted to be damaged.